Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, implant rupture. Provider's office reported, ultrasound confirmed, right rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, implant rupture. Device has been explanted.

Event description:
Provider's office reported ultrasound confirmed right rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.